Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And device evaluation. The device was returned to olympus for inspection, and the reported issue (no image) was confirmed. In addition, the following non-reportable malfunctions were identified during device evaluation: poor water tightness / fail leak test, bad video connector, and faded serial plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function normally due to the failure of the adapter, and no image might have occurred. The cause of the faulty adapter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing her olympus hd camera head, the unit was not producing an image. There was no patient involvement during this event.